Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that two (2) handpieces presented with no phacoemulsification during a surgery. The surgery was completed after exchanging the handpiece for the third time. There was no patient harm.

Manufacturer narrative:
Additional information: handpiece #1: (unable to confirm/inconclusive/unable to determine). Handpiece #2 (unable to confirm/inconclusive/unable to determine). Product evaluation ¿ handpiece #1. No further information was able to be obtained from this customer. However, the customer did mention the handpiece (hp) was placed in the statum sterilizer at 230 degrees celsius for 10 minutes when it is recommended not to exceed 134 degrees celsius. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on march 3, 2016. Based on qa assessment, the product met specifications at the time of release the root cause cannot be determined conclusively. Product evaluation ¿ handpiece #2. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The phaco handpiece was manufactured on march 24, 2014. A review did not reveal any non-conformity during manufacturing for this handpiece. Based on qa assessment, the product met specifications at the time of release. Although, the reported event could not be confirmed, the customer did mention that the handpieces had been in a sterilizer in which the temperature exceeded the recommended temperature of 134 degrees celsius. It is advised that all handling procedures in the directions for use (dfu) are followed. A sample was not returned for evaluation. The root cause cannot be determined conclusively. (B)(4).